Event description:
Rptr states, "on september 9, 1995, pt presented with complaints of severe pain and swelling, originating at the left knee prosthesis. On september 19, 1995, left knee aspiration was done, along with x-rays. X-rays, revealed the knee prosthesis had shattered. On december 27, 1995, the pt was admitted to the hosp with diagnosis mycobacterium chelonae abscessus of the left knee. The prosthesis was explanted and fusion of the left knee was performed."

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.